Event description:
It was reported to gore by the physician that a patient who received the gore seamguard bioabsorbable staple line reinforcement material required reintervention to control wound drainage.

Manufacturer narrative:
Device lot number was not provided. Review of device manufacturing records could not be performed. Note: gore has no reason to believe that the device performed other that expected.